Event description:
Orthopedic surgeon was irrigating right knee and saw a small piece of metal in the open knee. Metal piece was retrieved by surgeon. Or tech examined instruments and believes the piece to be from the tibial broach. X-rays were taken of both knees (as both had been operated on) ad no foreign bodies noted in either knee.what was the original intended procedure?bilateral toatl knee replacement arthroscopy.device #1is this a laboratory device or laboratory test?no.